Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. Device will not be returned.

Event description:
One month after the gamma3 surgery, it was found on x-rays taken on (B)(6) 2013 that the u lag screw cutout. On (B)(6) 2013 revision surgery was performed, gamma3 was extracted and the hip fracture was fixed with uha.